Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the device stopped during automatic ventilation, the patient was ventilated in manual mode until the end of the operation. No injury was reported.

Event description:
It was reported that the device stopped during automatic ventilation, the patient was ventilated in manual mode until the end of the operation. No injury was reported.

Manufacturer narrative:
The provided logfile was analysed but it did not contain the date of event. Further the logfile does not show a ventilation failure. In general, in case a nonfunctional ventilation is detected during therapy, the device alarms "ventilator failure" optically and acoustically with the highest alarm priority. In this state, manual ventilation via the manual ventilation bag can take place immediately (spontaneous breathing is also possible). The user is informed on the screen to confirm the change of therapy. All alarms, possible causes and remedies are described in the atlan IFU. On site the service engineer replaced the motor as a preventive measure and tested it according to manufacturer's specification. No further problems were reported since then.